Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient did notify their health care provider (hcp) about the fall and lack of relief and they ordered a cat scan. The circumstances that led to the fall were that the patient was sweeping leaves off of their deck and missed a step down. The patient lost their balance and the back of their head hit the top railing and the bottom railing stuck the patient across the area of their back where the battery was implanted. The steps taken to resolve the stabbing and burning pain at the implant site were rest, heat, ice, hydrocodone, acetaminophen, and alternating or adjusting body positions when possible. It took time, almost 2 weeks, for the patient to be pain free. Every now and then the patient still got a sharp pain in the area of the implant when they turned a certain way. The hcp never really gave the patient any instructions on how to cope with their pain after the fall. The hcp only called to tell them that the scan was pretty normal and the battery wasn't damaged. The patient took care of them self and if they could find a hcp to take the device out, they would.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was an awful, stabbing, burning pain. The patient fell on (B)(6) 2015 and when she landed, she hit the bottom rail of decking across the center of the battery. It hurt the patient to walk or lay. The location of the symptoms was at the implantable neurostimulator (ins) site. The patient had been icing and heating. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.